Event description:
It was reported that a wireless module has a broken radio. There was no reported pt injury.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The evaluation confirmed that the module is inoperable due to a "check battery" condition caused by a failed radio printed circuit board. The "check battery" condition prevents the modules capability to perform as expected and is a known contributor to the reported symptom. The device was determined to be un-repairable due to the mac address assigned as product serial number and the device will be retired from svc.